Event description:
It was reported that during preparation, the ht command guide wire was unpacked and while the tip was being shaped with the operator's hands, the polymer covering was found to be cut/torn and the guide wire was slightly bent. The polymer was cut/torn for approximately a length of 1 cm from the distal end resulting in exposure of the stainless steel tip coils. The ht command guide wire was not used and there was no patient involvement. A new ht command guide wire was used for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The torn material and bend were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. As part of the manufacturing quality process, all guide wires are 100% visually inspected. In addition, a sampling of units is visually, dimensionally and functionally inspected.